Manufacturer narrative:
The agent reported (after preparing the glenoid and during baseplate insertion, the baseplate broke, leaving approx 20mm of the central screw in glenoid. Baseplate p2 coating had not yet engaged baseplate. Retained central screw portion was removed with trephine. After confirming that broken portion was completely explanted, glenoid was flushed and packed with humeral head autograft. Dr redirected glenoid trajectory and implanted a new baseplate. No other issues with surgery. Male 76. This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a thirty-minute delay. The implant was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA examination: the implant was returned to djo and after further examination, the baseplate screw broke a review of 508-32-204 device history record (DHR) revealed the implant, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this implant. Complaint database review showed 4 previous complaints but there were no indications that this implant has a design or material deficiency. S801 - device cracked/broke. S303 - broke/cracked/damaged,3. The root cause of this complaint is likely attributable to damage incurred from misuse or rough handling which surgical implants are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Implant failure - broken baseplate / 30 minute delay.